Event description:
The patient is a "brittle" diabetic; reportedly, both food and insulin greatly affect her blood glucose levels. At 9:30 pm, the patient obtained reportedly 136 mg/dl with the meter after which she ate 1/2 peanut butted sandwich before going to bed at 10:30. It was the third night of eating 1/2 sandwich at her endocrinologist's request rather than the whole sandwich, the patient had been consuming to prevent lows in the middle of the night. The patient elected not to take extra insulin based upon the carbs in the sandwich . Beginning at 7pm, her insulin pump doses 0.7 units every hour until 12 a.m. When it reduces to 0.15 and increases in increments throughout the day. Between 11p.m. And midnight, the patient's son reportedly found her on the floor between her bed and desk. Knowing she was hypoglycemic, her son began giving the patient glucose gel while his wife tested her blood glucose. "The meter did not give a number. It said something about being too high," her daughter-in-law informed her later. A second blood glucose test also gave the same message. The third test was "35 mg/dl". Approximately ten minutes later, ems arrived and tested on their own meter, result also 35. They treated the patient with "IV sugar water" and transported to the ER. The patient complained, "I was fed the most expensive meal I've ever had and then sent home." Because the patient thrashes her arms and legs when low, and was black and blue after the event, the patient assumes she may have seizures. The patient has no idea if her fingers contained food from the sandwich when the first two samples were obtained although she recalls washing them before bed. The patient's reported hypoglycemic event began before she was tested, indicating the product did not contribute to the adverse event. The patient was treated based upon her symptom, before the first test was taken, and was continued after the third result of 35, that compared to her symptom as did the ems result. Assuming the first two results stated 'high glucose" (which is greater than 600) and the third 35, then the product's precision failed. No injury occurred as the result of the precision results.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.